Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned because it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the parts were discovered missing from the packaging during surgery. The procedure was completed with the available attachment prosthesis. There was no patient involvement. Attempts have been made and no further information has been provided.